Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported while using his backup infusion device, he had an extreme low blood glucose event on (B)(6) 2010. Patient stated he passed out and his wife was unable to get him to swallow anything. Patient reported she tried to give him orange juice and then called 911 at 2:30 am. Patient stated the emts tested his blood glucose and received a reading of 28 mg/dl when they arrived. Patient reported he doesn't recall exactly, but believes he was given a glucose booster and then was taken to the hospital where they kept him for 3 hours. Patient stated he ate and was released. Patient reported he only had low blood glucose that one day. Patient stated he had a lite beer on (B)(6) 2010 but that has never affected his readings in the past. Patient reported he believes the low blood glucose incident was a rebound effect of elevated readings he had been experiencing while on his primary infusion device. No product return was requested.